Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g4: 510k are unknown

Event description:
It was reported that the seal around the cartridge detecting the pin was deteriorated. No patient injury was reported.

Manufacturer narrative:
Additional information stated there was no adverse patient health effects. One device was received for evaluation. Visual inspection found the cassette detecting pin diaphragm is damaged. Visual inspection verified the reported problem. It was determined that the cassette detecting pin diaphragm was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.